Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a revision was performed approximately 2.5 years post implantation due to insert dislocation and pain. Reportedly, the ¿surgeon doesn't think products failure¿, and the femoral component and tibial baseplate were retained while the insert and patella were exchanged for smith and nephew implants (patella revised from a biconvex to a resurfacing patella). It was communicated that the requested medical documentation was not available. Without the requested medical documentation, no contributing clinical factors were identified, the source of the dislocation cannot be isolated and a component mal performance cannot be concluded. The patient impact beyond the reported dislocation and pain with subsequent revision (insert exchange along with patella revision) cannot be determined, although a brief post-surgical recovery phase would be anticipated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that dislocation has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Possible factors that could contribute to the reported event include traumatic injury or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2021, a revision surgery had to be carried out on (B)(6) 2024, since the jrny ii bcs xlpe art isrt sz 3-4-rt 9mm dislocated, and the patient experienced pain. The insert and patella were exchanged for s+n implants. Patent's current health status is unknown, further information is not available.